Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a sigmoid colon resection, doctor placed stapler for firing on a sigmoid anastomosis - anvil on trocar, device fully closed with indicator illuminated and the line in the lower green portion of the scale - when he released the safety then pulled the trigger but "nothing happened." He states there was no motor noise, no washer crunch but the green checkmark then illuminated. Dialed the device open and found the proximal and distal aspects of the colon uncut and unstapled - no appreciable tissue effect- but anvil and trocar still attached and still satisfactorily positioned. He then checked that the connection was sound with the orange on trocar not visible. They removed and reinstalled the battery, again closed the device fully and re-attempted to fire but again did not fire. He then opened device to avoid ischemia while they attempted to get a second cdh29p to use with the original anvil but there was no additional cdh29p on site. He did not want to undue the anvil pursestring and complete the case with a ecs29a because he "would not have enough colon length to work with" to complete the anastomosis and patient would have had to have a colostomy." They sent for a second cdh29p to be delivered from another facility. After approximately one hour delay, he was able to complete the case by firing the second cdh29a with the anvil from the faulty cdh29p that remained positioned in the pursestring. Doctor stated the "donuts were beautiful" and the "leak test was negative" with forced air. He was concerned about the leakage of rectal contents during switch of cdh29p devices and irrigated accordingly and placed a drain. One to two hours after surgery, patient was recovering uneventfully.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020 h1: MDR decision: malfunction h6: health effect-clinical code: no clinical signs or symptoms or conditions health effect-impact code: no health consequences or impact upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction. Additional information was requested, and the following was obtained: please describe the cleaning technique used between each firing. Answer - per the IFU. I was present and ensured the device was swished thoroughly and wiped with a dry cloth. The scrub tech has been properly using echelon for 2+ years. Can additional details be provided on shape of malformed staples? Answer - the shape was a mashed ¿l¿ shape. There was nothing good about these staple shapes. Were the jaws of device dipped in liquid after buttress material was applied? Answer - no.